Manufacturer narrative:
Evaluation summary: the customer's reported problem was unable to be repeated. No problem was found with the pump changing delivery volume on it's own during the investigation. The pump's event log was examined and showed no "key stuck" or "key pressed" alarm messages. The pump was visually inspected and appeared to be in good condition and there was no damage to the keypad buttons. Based on these investigation results, the root cause of the reported problem is unknown, however, the keypad assembly was replaced as a preventative measure. Smiths medical regularly analyzes product complaint data and trends, and will take further actions accordingly.

Event description:
It was reported that an ambulatory infusion pump changed delivery volume on its own and could not be changed back. No patient details were provided.